Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing step, the customer loaded 40 units of insulin and did not observe any insulin exit the tubing. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was able to perform the fill tubing process with a new infusion set and resume insulin.